Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery. A torn cylinder was identified during surgery; therefore, the cylinders and pump were removed and a new ipp was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.